Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for negative/no change on ketone strips. The customer did not report symptoms. Medical attention is not reported as a result. The product is not stored according to specification in the bathroom. During the call, a ketone test was not performed by the customer. The ketone strip lot manufacturer¿s expiration date is 04/30/2020 and open vial date is undisclosed.